Manufacturer narrative:
Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Procedure/medical information review: procedure note medical review for complaint (B)(4). A detailed review of the procedure notes has been performed for complaint (B)(4). Data review indicates that web device was implanted on (B)(6) 2022. On the next day, (B)(6), small cerebral infarctions were noted in the left thalamus and splenium of the corpus callosum region. In addition, data indicates that the patient had mild right hemi-prosopometamorphopsia. Patient was discharged on (B)(6) 2022, with an mrs of 0 and an nihss of 0. Physician declarative statement indicates a causal relationship with the product cannot be ruled out. No images were provided. No device malfunction was reported. No images were provided. No device malfunction was reported. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described. IFU review (additional information can be found in the IFU): potential complications. Other procedural complications including but not limited to anesthetic and contrast media risks, hypotension, hypertension and access site complications.

Manufacturer narrative:
Corrections h1 - serious injury.

Event description:
It was reported that on (B)(6) 2022, a web device was implanted. On (B)(6), small cerebral infarctions were noted in the left thalamus and splenium of the corpus callosum. The patient had mild right hemi-prosopometamorphopsia. No treatment was performed. On (B)(6), the patient was discharged from the hospital with an mrs of 0 and an nihss of 0, and their symptoms were "not clear." At 30 days postoperative follow-up on (B)(6), the patient's condition was favorable with an mrs of 0.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Images or media was not provided. The event as described could not be confirmed. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications, potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. The web embolization device requires the use of fluoroscopy. Potential complications related to angiographic and fluoroscopic radiation doses include, but are not limited to, alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia. The probability of occurrence of complications may increase as procedure time and number of procedures increase. Other procedural complications including but not limited to anesthetic and contrast media risks, hypotension, hypertension and access site complications.